Event description:
Affiliate reports the patient was admitted for aneurysm rupture and coma. In surgery, the nurse secured the aneurysm clip onto a forcep and passed them to the doctor. It was reported the doctor did not check whether the clip was closing after it was applied to aneurysm. He disengaged the forcep and a rupture occured when the clip moved out from the aneurysm base. The doctor stopped the bleeding and closed the wound.